Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tgu454515j/14718470 (B)(4). The device remains in the patient. The delivery catheter of the conformable gore® tag® thoracic endoprosthesis with the leading olive on the catheter were returned to gore for the engineering analysis. The device evaluation observed that a minimal amount of force was applied to the leading olive during the investigation as the invent description described the olive having been separated. The olive separated when the minimal amount of force was applied. This confirmed the event description of the leading olive separating from the delivery catheter. Necking of the les is an indication of force greater than that applied during the evaluation having been applied to the olive. The findings from the evaluation confirmed the event description of the leading olive separating from the delivery catheter. The root cause for why the les separated from the conformable gore® tag® thoracic endoprosthesis catheter was the olive encountering resistive force. The warnings and precautions section of the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) clearly states, ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.¿ additionally, the IFU states: additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and / or tortuosity) should be adequate to accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed). The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to catheter breakage. (B)(4).

Event description:
On unknown date, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The procedure details are unknown. On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. Since the right and left external iliac arteries were less than 7 mm in diameter (the exact diameter is unknown), an access was made from the left common iliac artery distal to the previously implanted gore® excluder® aaa endoprosthesis contralateral leg component (unknown). The abdominal aorta was severely tortuous and the gore® dryseal sheath (dsl24248j/16264432) looked kinked due to the patient's anatomy. Then, a conformable gore® tag® thoracic endoprosthesis (tgu454515j/14718470) was deployed. It was reported that after the delivery catheter was removed from the patient, the physician noticed that the leading olive of the catheter was detached. The leading olive was within the sheath. The detached leading olive was successfully caught and removed from the sheath using a snare catheter. Then, the second endoprosthesis was advanced and deployed at the intended position. The procedure was completed without any issues. The physician commented that he should have used a gore® flex dryseal sheath with hydrophilic coating.